Event description:
Pt came to the emergency room having an anterior mycardial infarction. When the left coronary system was injected it showed that the left anterior descending was totally blocked. The physician proceeded with an inervention. The physician was able to get a wire across the lesion and then blew up a balloon to open up the vessel. After flow was established doctor used an injector because there was fresh clot in the vessel. Once that was complete doctor was able to visualize both the diagonal and the lad. There was a lesion at the bifurcation and the doctor chose to use the cutting balloon to work at the bifurcation. Protocol was followed for inflation and deflation. After the balloon was deflated the dr took an image and there was a perforation in the vessel. The pt's pressure started to drop and called in the surgeon for advise. A pericardiocentesis was performed with no success. CPR and resuscitation was performed. After minutes the code was called.